Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
On (B)(6) 2017 intra-aortic balloon (iab) therapy started on ami patient. On (B)(6) 2017 during therapy, alarm ¿blood detected¿ was generated. It was suspected that condensation in a tube may be caused a false blood back detection alarm due to excessive condensate was noted in the gas tube. Removed iab and ended iabp therapy. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extender and pressure tubing were also returned. No blood was visible on the catheter. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non conformances were found that are considered to be related to the event. (B)(4).

Event description:
On (B)(6) 2017 intra-aortic balloon (iab) therapy started on ami patient. On (B)(6) 2017 during therapy, alarm ¿blood detected¿ was generated. It was suspected that condensation in a tube may be caused a false blood back detection alarm due to excessive condensate was noted in the gas tube. Removed iab and ended iabp therapy. No patient injury was reported.